Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that when the patient was seen for an evaluation, dashes (---) were noted for multiple parameters. The device could not be programmed and return to standard was unsuccessful. Attempts to download the microprocessor resulted in termination at block 6. High current drain was also noted. Therefore, the device was replaced.